Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that following a laparoscopic adjustable band procedure on (B)(6) 2008. The band could no longer be adjusted. It was thought that there might be a port leak or tubing leak from and injection. During a laparoscopic procedure, methylene blue was injected and it was noted by the surgeon that at least 20 spots along the tubing were leaking and the tubing looked like it had perished. He felt he was unable to save the band due to not having enough tubing and a new band was inserted.

Manufacturer narrative:
(B)(4). The complaint is confirmed, multiple leaks were identified on the various sections of catheter returned. Microscopic analysis of the returned components suggests that the markings and leaks observed are the result of manipulation with a sharp instrument. The leaks identified on the section of catheter connected to the port specifically, are indicative of needle punctures piercing the tubing. During product analysis a suture was also observed passing through the tubing, while it is unclear why and at what stage of the procedure this suture was inserted, it is evident that the resulting leaks are likely to have contributed to the reported event of failure to adjust the band. A review of the manufacturing records indicated that all devices were inspected and leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event. While it is not possible to provide a definitive root cause for the reported event, it is tentatively suggested that the damage and subsequent leakage observed is the result of inadvertent damage to the tubing during implant and/or during band adjustment (needle marks in vicinity of port). Review of the product's instructions for use (IFU) indicates that the IFU cautions against damaging any part of the gastric band as well as provides detailed instructions on band placement and band adjustment procedure. A DHR-review of band subassembly was and no discrepancies related to the reported event were noted.

Event description:
Information received indicates the brake is not holding at the foot end of the stretcher.